Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s daughter via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s daughter reported that their mom had moved back into their sisters¿ house and indicated that after they recharge the battery and turn it on, it goes off on its own. They stated that their mother continues to state that it was not working, because they didn¿t feel it. The rep did indicate that the patient underwent a high-density trial and that was how they had been running their device since they were implanted. The rep explained to the daughter that they may be letting it discharge to the point where it shuts off and therefore the patient receives no therapy and they think it is not working. The daughter state that they understood. The rep reported that they would reinforce with the patient and the daughters the patient was living with on (B)(6) 2018 at the doctor¿s office. It was reported that the patient¿s age may potentially be a contributing factor to the reported issue. The issue was not yet resolved but the rep would be seeing the patient at the doctor¿s office on the (B)(6) 2018. No surgical intervention occurred or had been planned. It was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative noting that they saw the patient on (B)(6) 2018. The patient had questions with the recharger and also their pain relief was not as good in the morning. The manufacturer representative turned the adaptive stimulation to resume off which may have caused the problem. The manufacturer representative also changed the bipole configuration. The patient stated that they felt better. After reviewing charging, the manufacturer representative saw no problem. No further complications were reported.